Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after a revision surgery the patient experienced an irrigation and debridement with qualiricips tendon repair.

Manufacturer narrative:
No devices were returned for evaluation. A review of the DHR revealed no anomalies. The device met all specifications and left zb conforming to these specifications. A complaint history search revealed additional 4 and 0 similar complaints for the item number and lot number respectively. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. No compatibility issues were found between the item in question and the associated products. Op notes attached do not signify any problem in the surgical technique used.